Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The patient received external shock for ventricular tachycardia (vt) in monitor zone. Upon interrogation, several episodes of vt in monitor zone and non-sustained episodes were noted. The marker channel displayed an unusual marker as there was atrial and biventricular pacing during untreated vt; the pacemaker sensing was decoupled from the implantable cardiac defibrillator in (B)(6) 2018. Additionally, competitive atrial pacing was noted. Programming changes were made. The patient was in stable condition.